Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, preventing a cartridge change. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the issue and sent a replacement pump to the customer, advising them to put the current pump into storage mode before returning it to tandem using a prepaid return box. The customer acknowledged the instructions and will contact their healthcare provider for a backup insulin delivery method as none was available at the time.